Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the main drawer 2.1 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2.1 was failed. The field service engineer ran diagnostics and attempted to reseat the row board cables and retractor band; however, drawer 2-1 still did not open. The latch sensor was replaced. The hardware test application (hta) could not be run as the users were already waiting to perform inventory before the shift change. After testing, all components were found to be functioning properly. The system functioned as intended after the field service engineer repaired the device.